Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe plunger movement was difficult. The following information was provided by the initial reporter: we are noticing that a few pcam pumps we use at bradford are encountering very frequent occlusion pressure alarms. We did some internal investigation to find the occlusion pressure is working as intended and the calibration is still valid. We simulated an infusion with the giving sets that the wards utilise, consisting of a 50ml bd syringe, the IV line mfx2271, and a cannula (cannula open to atmosphere). The problem, the baseline pressure is reading almost at the level 4 threshold with the consumables, where as it should be close to 0 level force. Are you or your team able to assist with mentioning what is the recommended sets to be used with pcam pumps, along with what are the recommended configurations to be used with these pumps? We may need this escalating as majority of the pcam pumps are having this issue of occlusion very early, and we are thinking this is a consumable issue more than anything.

Event description:
No additional information received

Manufacturer narrative:
Investigation summary: three 50ml syringe samples received by our quality team for investigation. Through visual inspection, the stopper was correctly assembled to the plunger, no defects or issues observed. A device history review was performed for lot 2305799, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, no defects or issues observed. Break out force, sustaining force and silicone content tests are performed, results are within specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.